Event description:
In 2002, the pt reported pain at the implant site and sound percepts problems. Physician had priviously prescribed pain medication and antibiotics for the pt for this postoperative condition. The next month, the pt was seen by a co representative who evaluated the pt's device. Programming adjustments were made and the pt was monitored by the center. The next month, the pt was seen at the implant center for device evaluation. Further programming changes were made and the center continued to monitor the pt's progress. The next month, the pt was evaluated by a co representative. The pt reported that an appointment wit the cochlear implant surgeon was made for late the same month to discuss the possibility of revision surgery. The determination was made (exact date not given) to explant the device. The pt was reimplanted with another cochlear implant.

Event description:
In april 2002, the pt reported pain at the implant site and sound percept problems. Physician had previsously prescribed pain medication and antibiotics for the pt for this post-operative condition. On may 23, 2002, the pt was seen by a co representative who evaluated the pt's device. Programming adjustments were made and the pt was monitored by the center. In june 2002, the pt was seen at the implant center for device evaluation. Further programming changes were maed and the center continued to monitor the pt's progress. On july 9, 2002, the pt was evaluated by a co representative. The determination was made (exact date not given) to explant the device. The pt was reimplanted with another cochlear implant.

Event description:
In 4/2002, the pt reported pain at the implant site and sound percept problems. Physician had previously prescribed pain medication and antibiotics for the pt for this postoperative condition. On 5/23/2002, the pt was seen by a co rep who evaluated the pt's device. Programming adjustments were made and the pt was monitored by the center. In 6/2002, the pt was seen at the implant center for device eval. Further programming changes wer made and the center continued to monitor the pt's progress. On 7/9/2002, the pt was evaluated by a co rep. The pt reported that an appointment with the cochlear implant surgeon was scheduled for late 7/2002 to discuss the possibility of revision surgery. The determinatino was made (exact date not given) to explant the device. The pt was reimplanted with another clarion device.

Event description:
In 2002, the pt reported pain at the implant site and sound percept problems. Physician had previously prescribed pain medication and antibiotics for the pt for this postoperative condition. The next month, the pt was seen by a co representative who evaluated the pt's device. Programming adjustments were made and the pt was monitored by the center. The following month the pt was seen at the implant center for device evaluation. Further programming changes were made and the center continued to monitor the pt's progress. The next month, the pt was evaluated by a co representative. The pt reported that an appointment with the cochlear implant surgeon was made for late the same month to discuss the possibility of revision surgery. Determination was made (exact date not given) to explant the device. The pt was reimplanted with another cochlear implant.